Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged and exhibited loss of capture. There was an attempt to obtain additional pertinent information from the field representative but was unsuccessful. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.